Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device (t-pal spacer applicator inner shaft, part number 03.812.003, lot number 8800807). The subject device was returned. There are two devices involved in this complaint. Following devices were returned for cq investigation; t-pal spacer applicator inner shaft p/n 03.812.003, lot # 8800807, t-pal spacer applicator inner shaft p/n 03.812.003, lot # l020267. Customer quality (cq) engineering investigation: it was confirmed at cq location that the tips of the returned t-pal spacer applicator inner shafts were broken. As the complaint description suggests, it was noted that the tip/coupling heads of the above broken applicator inner shafts were lodged inside the returned t-pal spacer applicator knobs. The broken tip fragments were removed from the applicator knobs by cq engineer. The complaint condition could not be replicated as the tips of the both returned applicator inner shafts are broken. The complaint is confirmed. Visual inspection, device history record (DHR) review and drawing review were performed as part of this investigation. Returned concomitant devices: the inner threading of the returned applicator knobs were observed to be fine, not exhibiting any kind of damage. The device exhibited signs of wear marks which are in line with its general usage. The overall balance of the devices look in a good, functional condition. The returned applicator knobs (p/n 03.812.004, lot # 9560563 & l286754) were found to function as intended and are therefore did not contribute to the breakage of the proximal ends of the returned t-pal applicator inner shafts. Review of the device history record(s) showed that there were no issues during the manufacturing of the products that would contribute to this complaint condition. Hence no further investigation was performed for the returned applicator knobs. T-pal applicator inner shaft (p/n 03.812.003): the complaint condition is consistent with impaction prior to the applicator knob being turned until it stops at the security ring, which can concentrate impaction forces on the proximal coupling ball tip, making it vulnerable to breakage. Although it is not possible to determine a definitive root cause for the complaint condition, based on the available information and the guidance provided in the t-pal technique guide, the root cause of the complaint condition is possibly due to use of improper technique during application/s of the instruments which eventually led to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Unknown. Device is an instrument and is not implanted/explanted. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device history records review was conducted. The report indicates that the: part 03.812.003, lot 8800807; manufacturing site: (B)(4), manufacturing date: 07. Mar. 2014. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a l4-5 transforaminal lumbar interbody fusion (tlif) procedure using a transforaminal posterior atraumatic lumbar (t-pal) took place on (B)(6) 2017. At the very beginning of the case before things started, the scrub tech was putting together the trial handles and inserters and noticed the back tip located at the opposite end of the claw on one of the t-pal spacer applicator inner shaft (03.812.003 lot#8800807) was broken off. The little round ball had broken off and was located stuck in one of the t-pal applicator knobs (03.812.004 lot#l286754). Both instruments were immediately placed to the side and they were left untouched for the remainder of the case. During this case, the same incident happened where the little ball end of the t-pal spacer applicator inner shaft (03.812.003) broke off inside the t-pal applicator knob (03.812.004 lot#9560563) at some point. When the surgeon tried to pull the entire inserter off of the implant after insertion, the t-pal applicator inner shaft remained attached to the implant while the inserter handle came off. Then the surgeon grabbed the shaft of the applicator inner shaft and pulled it off the implant with ease. The little round ball tip was again located in the t-pal applicator knob. No fragments fell into the patient. Both instruments were immediately removed from the sterile field. The procedure was completed successfully and without patient harm. The broken piece from the t-pal applicator inner shaft it is still stuck inside the t-pal applicator knob.. Concomitant devices reported: t-pal spacer applicator handle (part 03.812.001, lot number unknown, quantity 1); t-pal trial spacer (part number unknown, lot number unknown, quantity 1). This report is 1 of 2 for (B)(4).